Event description:
It was reported that the c-ring stuck inside of the groove. The surgery was completed with a different shell.

Manufacturer narrative:
This report will be amended when our investigation is complete.